Manufacturer narrative:
(B)(4).

Event description:
It was reported that during elective device replacement, a lead insulation abrasion was noted. The lead was repaired with medical adhesive and remains in use with good electrical values. The patient's condition is fine after the event.